Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the balloon of the catheter did not inflate.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿lubri-sil® i.c.®anti-microbial all-silicone foley catheter with bard®hydrogel and bacti-guard®* silver alloy coating infection control all-silicone foley catheter 100% latex free warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage silicone and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state and federal laws and regulations. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Note: aggressive traction particularly in the presence of suturing, is not recommended for 100% silicone foley catheters. Sterile unless package is opened or damaged. Single patient use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip tip syringe. Do not use needle. Catheters should be replaced in accordance with the cdc guideline ¿guideline for prevention of catheter-associated urinary tract infection.¿ at the onset or first signs of a urinary tract infection, catheter encrustation, or any other catheter-related adverse effect, the catheter should be replaced. To deflate catheter balloon: gently insert syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon.if permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Recommended inflation capacities. 5cc balloon: use 10cc sterile water. 30cc balloon: use 35cc sterile water. Do not exceed recommended capacities."

Event description:
It was reported that the balloon of the catheter did not inflate.